Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had worsening pain. The caller indicated a recent programming and the patient had a certain program that helps a little but the pain continued to worsen. Additional information received from a manufacturer representative (rep). It was reported that the patient had unsatisfactory therapy. The rep performed many reprogramming, but the issue was not resolved. The patient decided to seek other avenues of care. The device is planned to be explanted on (B)(6) 2019 no further complications were reported.